Manufacturer narrative:
The actual/representative device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during pre-check it was observed that the motor device was " overheating with an e6 error". The date of the event was unknown; although it was reported to have occurred in 2013. It was reported that there were no delays in the scheduled surgical procedures as an identical spare device was available. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature specifications. Therefore, the reported condition was duplicated and confirmed. Evidence suggests this was a failure of internal motor or mechanical components due to excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).